Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the wrong mu was calculated for segment fields. Based on the available information there have been no actual mistreatment.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and elekta were unable to reproduce the reported issue.